Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient experienced leakage at infusion set from the tubing on (B)(6) 2025. The site of insertion was abdomen. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.